Event description:
As reported: "we recently received a case of a custom made fracture that requires revision." Provided x-rays show that the stem of the tibial component broke.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "we recently received a case of a custom made fracture that requires revision." Provided x-rays show that the stem of the tibial component broke.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a jts, distal femoral replacement was reported. The event was confirmed by x ray review. Device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for jts distal femoral replacement which was inserted on (B)(6) 2016. The surgeon reported fracture of the tibial stem. The x-ray images provided show that the tibial stem has broken at the junction between the stem and plateau. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.